Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that insulin pump had motor error alarm and buttons are sticking and had to press more than one time. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had to change out battery more than 1 time every 7 days. The insulin pump will not be returned for analysis.